Event description:
The customer reported that from the start of the procedure, the ligasure device was sticking to tissue leading to bleeding/oozing. No patient injury reported.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.